Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil at the distal region of the lead. During electrical testing the lead was shorting due to procedural damage at the middle region of the lead.

Event description:
This report is to advise of an event observed during analysis.